Event description:
The physician reported during a procedure, he experienced high friction in the stent system. At first, there was no movement at all, then upon withdrawal of the catheter, the stent deployed due to the tension in the system. The physician reported the stent was in the desired location at the time pre-deployment occurred. A second stent was placed in order to ensure the lesion was fully covered. No issues were experienced with the placement of the second stent. The procedure was completed. There was no allegation of harm as a result of this phenomenon.

Manufacturer narrative:
A review of the device history record (DHR) was performed on this batch and no issues or discrepancies were found. The DHR review showed that this device met all required specifications. A search in the complaint management database was performed and no other complaints on this batch have been reported. The device will not be returned, as it remains implanted in the patient. Therefore, no analysis could be performed, so it cannot be determined if the sample failed to meet device, labeling, or packaging specifications. Boston scientific has implemented a corrective and preventive action that aims to establish a root cause for premature deployment use.